Event description:
Pt had tmj concepts implanted four years ago and experienced swelling and pain afterward. It was determined that the pt has a biofilm infection as five cultures came back positive. Pt underwent surgery in (B)(6) 2016 to remove the implant device and was put on a pic line to help with the infection, however the pt continues to experience pain swelling in the area. Also, over the past couple of years, the pt has experienced a number of seizures.